Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation, and could not duplicate the reported problem. The remote user interface was replaced. The system was tested and is operating as intended.

Event description:
The customer reported that the joystick on the 9900 system would not move diagonally. No patient injury was reported.